Event description:
(B)(6) complaint handling unit reported a locking screw came out of the plate. A three part proximal humeral fracture, treated with a stainless steel philos plate, greater tubercle was fixed. A picture was taken immediately postoperative. Two weeks later, it was reported the patient fell to the ground and the greater tubercle detached and one locking screw came out. Three weeks later, all the proximal locking screws came out of the plate. The second operation was a refixation of the proximal part with new locking screws but with the same plate. One screw was not replaced.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was not returned to manufacturing this individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.